Event description:
On (B)(6) 2013 during review of the patient¿s programming history it was observed that on (B)(6) 2012 a faulted system diagnostics test occurred that changed the patient¿s settings. No final interrogation was performed and it wasn¿t until the patient¿s next visit on (B)(6) 2012 that the settings were found and corrected. No patient adverse events were reported to have occurred due to this settings change.

Manufacturer narrative:
Analysis of programming history.